Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 2:30pm. Caller, pt of pt, stated that pt wouldn't wake up and medics had to be called. Three tests were performed using the prodigy meter and results were 64mg/dl, 62mg/dl and 62mg/dl. Medic's meter read "low." Time between pdc and medic's reading was said to be 30 mins. Pt was given glucose and administered an IV. He was not transported to the ER. Pdc sent replacement meter w/prepaid envelope for return of suspect product(s).

Manufacturer narrative:
Pdc received and evaluated suspected device on 09/30/2011. Device appeared to be in good condition w/out damage. Tests performed gave results in range. No failures were detected.